Event description:
It was reported that during a device replacement to implant a restore device the patient was feeling no stimulation. When an adaptor was connected to existing lead, extension, and an ens, and placed in snaplid, all impedances came within normal range form 1900-5000 ohms, but the patient was feeling no stim. They tried programming several electrode combos. Follow up reporting noted that the leads were explanted and replaced with new leads. The high impedance reading came from the explanted lead, which required the physician to implant a new 3778-45 lead. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient was doing very good. He was receiving effective therapy.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6), explanted: 2012 (B)(6), product typ extension, product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6), explanted: 2012 (B)(6), product typ extension, product ID 3887-33, lot# l77225, implanted: 2000 (B)(6), explanted: 2012 (B)(6), product typ lead, product ID 3887-33, lot# l77225, implanted: 2000 (B)(6), explanted: 2012 (B)(6), product typ lead, product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), product typ lead; neurostimulator model # 7427, serial # (B)(4), implanted 2000 (B)(6), explanted 2012 (B)(6). (B)(4).